Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was in the thirties. It was suspected by the physician that the right ventricular (rv) lead was not sensing qrs. The device and lead remain in use. No further patient complications have been reported as a result of this event.